Manufacturer narrative:
Product complaint # (B)(4).UDI# (B)(4).¿ incomplete the expiration date is not currently available.

Event description:
It was reported by the customer there were sparks during the procedure, another handpiece was used to finish the procedure.there was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore it is unavailable for a physical evaluation. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. This failure mode has been investigated under a CAPA initiated by the supplier. The root cause can be attributed to a gap in the epotek adhesive between the dielectric barrier and the active/return path. This gap in adhesive creates air pockets creating an internal short and a breakdown of the epotek layer, resulting in sparking/arcing. As a corrective action the supplier is retraining assembly workers every 6 months on the application of the adhesive to reduce the occurrence of this failure. At this point in time, no further corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: DHR review: part number: 225370. Supplier lot number: u1607071. Release to warehouse date: (B)(4). Exp date: 2019-06-30. Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device history batch: null. Device history review: null. UDI: (B)(4).